Manufacturer narrative:
H6: medical device problem code 2017 - use after damage. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the indeflator was noted to leak during the procedure as air bubbles were visible. Same device was used to finish the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified similar incidents from this lot. Reportedly, the indeflator was noted to leak during the procedure as air bubbles were visible. The same device was used to finish the procedure. It should be noted that the 20/30 indeflator inflation device, global instructions for use (IFU) states: inspect all product prior to use. Do not use if the package is open or damaged, or if product is damaged. The deviation of the IFU does not appear to have caused/contributed to the reported difficulties. The investigation determined the reported difficulties appear to be a potential product quality issue. On oct 24th 2024, abbott vascular determined that a field action was required for specific lots of ppak 20/30 w/copilot product. The product associated with this complaint is from the impacted population. This action is being taken due to an increased potential for a leak in the indeflator under pressure or vacuum due to a gap in the hose snap fitting and o-rings from a specific supplier.